Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was electively replaced after 42.1 months of service due to an advisory issued on this model device. No adverse patient effects were reported.